Event description:
Alaris infusion pump 8100 model failure resulting in free flow of pitocin infusion. During the investigation, the pump module was found to be defective as described in recall notification from bd on april 15, 2019. FDA safety report ID # (B)(4).